Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues with the insulin suspension feature of the basal software. Multiple attempts were made to obtain additional information; however, the customer did not respond to tandem technical support's follow-up attempts. There was no reported impact to the customer's blood glucose level.